Manufacturer narrative:
The log file analysis did not give any indication of a technical malfunction. The reason for the reported symptom was an overpressure at the patient end of the circuit, which led to a pressure peak and thus to an emergency shutdown of the ventilator. The reason for this was an existing lack of fresh gas during the case in combination with spontaneous breathing efforts of the patient. According to the protocols, the synchronization mode on the ventilator ¿ to synchronize the breathing patterns of the patient and the device ¿ was not activated by the user. Dräger finally concludes that the device reacted as specified with an autonomous shutdown of the ventilator and alarmed audible and visible for ventilator fail while changing to man/spont (safety mode). Manual ventilation remained unaffected in this case, as specified. On-site, the device was tested and returned to use with no further problems reported. If the patient is spontaneously breathing, it¿s recommended to activate synchronization in automatic ventilation modes to allow the ventilator adapting on spontaneous breathing efforts of the patient. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device posted a ventilator failure during use and stopped automatic ventilation. There was no injury reported.